Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported failure (limited elevator function) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, there was no abnormality found with the forceps elevator. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿3.2 inspection of the endoscope¿. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope exhibited limited elevator function at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure causing a delay of almost an hour. The procedure was completed with the same device. The device was inspected prior to use. There were no reports of patient harm and further patient impact.

Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.